Event description:
Customer reported an over infusion event. The customer is asking for assistance in confirming what the nurse did when programming the device. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
Manufacturer's report date: 01/15/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.